Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. On receipt the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate a real time clock error. The device records 33 manual power ups between (B)(6) 2013 and the (B)(6) 2013, all but three of which last ten minutes duration. No further log entries were recorded. Investigation found the reported fault can be attributed to component failure. This resulted in the multiple manual power ups of ten minutes duration as this failure simulated the on button being pressed. This failure may also have contributed to coin cell depletion. The device is tested before leaving heartsine, it can therefore be concluded that the coin cell voltage became depleted after leaving heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.